Event description:
It was reported that upon interrogation, a low output current message was seen. The battery was noted to be at 20-30%. Additional information was obtained indicating that high impedance was seen on the patient's device. The low output current is therefore an expected event with the high impedance. No known surgical intervention has been taken to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision due to the high impedance. The explant facility is known not to return explanted devices. No additional relevant information has been received to date.